Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 68-year-old male patient presenting with cardiomyopathy, with a history of prior coronary artery bypass grafting, known coronary artery disease, and renal insufficiency. The patient¿s clinical state prior to initiation of support was consistent with scai shock stage e. During support, bleeding was observed at the impella access site as well as at the swan-ganz catheter site. It was noted that the impella catheter had been positioned beneath blankets, and bleeding began after alteration of the repositioning sheath angle. The patient was concurrently supported with ECMO and systemic heparin therapy. The impella dressing was changed, after which the bleeding resolved. One unit of packed red blood cells was administered. The patient remained on impella support. The major bleed requiring blood transfusion is consistent with access-site complications and the anticoagulation and purge requirements associated with impella support, with contributing factors including catheter positioning beneath bedding and alteration of the repositioning sheath angle.

Manufacturer narrative:
The pump was discarded and not available for investigation. D4 revised.

Manufacturer narrative:
Additional information received for d6 explant.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (primary UDI number). Upon review, the section d primary UDI number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was patient related due to systemic coagulopathy with multi-site bleeding in the setting of ECMO and anticoagulation.